Event description:
Account reports five incidents in which cracking and subsequent leakage occurs with the reported device. The infusate is hyperalimentation. Rptr stated sometimes the hyperal contains lipids, however, rptr stated "I know with this last incident, there were no lipids involved". The incident involved a one pound baby, receiving hyperal at a rate of 4.5 cc's an hour, through an umbilical catheter. The stopcock cracked/leaked, with a loss of a "considerable amount of blood", 5-10 cc's. Blood transfusion required, though neonate receives blood transfusion "almost every day" due to the medical condition of the neonate. Rptr stated there was no pt compromise with the other reported incidents. Device is in use approx. 8-24 hours before leakage occurs.